Manufacturer narrative:
(B)(4). Due to new information, it was found that the handle used was an idrive powered handle.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a thoraco/lobectomy, the surgeon attempted to fire the device; however, the device did not fire at all. When sulu was attempted to replace, it was difficult to detach from the handle. Egiaustnd was opened to continue. Last patient's status: good. Operating time not extended. No additional tissue resection or tissue damage. Nothing fell into the cavity. No bleeding.